Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined, and the reported phenomenon could not be confirmed. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during an air leak case today, the team couldn't get the balloon catheter to clear air. There was no vacuum in the syringe while evacuating air from the catheter. This happened with both balloon catheters in the air leak kit. They tried three different syringes to ensure the syringe wasn't the point of failure. There was no report of patient harm. This is report 2 of 2

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.